Event description:
It was reported the patient was not receiving therapeutic effect. It was unclear whether the patient had lost therapeutic effect or had never had it in the first place. At the time the event was reported the device was off, so the device was turned on. The patient felt intermittent stimulation on program 1, which the patient had never felt before when the stimulation was on. It was possible the patient had potentially changed programs, which would explain why the stimulation was feeling different. The patient tried the other programs, and on program 2 and 4 she felt stimulation in the wrong location. On program 3 the stimulation was starting and stopping again, and the patient felt the stimulation vaginally. That patient left the device on program 3 and was going to see if her symptoms improved. About 10 days later, it was reported the patient had stomach 'issues' and did not have a 'good' appetite. The patient had lost 3 pounds since having the device implanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3093-28, lot# v866628, implanted: 2012 (B)(6), product typ lead, product ID 3037, serial# (B)(4), product typ programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had no concerns with their device or therapy.